Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella rp flex support. While on support, pump position was lost and could not be regained. Upon post-explant, a clot was visualized in cannula. A decision was made to use a new rp device. There was no harm to the patient.

Manufacturer narrative:
The investigation for the thrombus and positioning issues has been completed. No product was returned for evaluation. Data logs were reviewed and no "pump position unknown" alarms were noted. Pump flow and motor current both observed to be pulsatile throughout the case. Clinical details noted that pump position was lost and could not be regained. Additionally, it was noted that a clot was present in the cannula post-explant. The root cause of the positioning issues cannot be definitively determined as insufficient clinical details were provided. The root cause of the thrombus could not be determined without additional clinical details. The instructions for use for the impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The previous investigation analysis concluded that the cause of the positioning issue could not be determined. However, additional information was received which states that the pump was not fixated. Based on the clinical details that the pump was not fixated, the root cause of the positioning issues is most likely due to use. Added h6 conclusion code 19